Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was not responding. The technical support specialist has made multiple attempts to reach a customer but there was no response received from customer related to further assistance. So, the technical support specialist has closed the case.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es pyxis was not responding. The customer stated that they were unable to access the medication, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.